Event description:
It was reported, the pt suddenly lost stimulation, and she could not establish communication between her ipg and external devices. The pt reported, she had last charged about a week prior to losing stimulation. Replacement chargers were unable to resolve the issue. Follow-up identified the physician explanted and replaced the ipg on (B)(6) 2013. It was reported the ipg was unable to communicate outside the pocket.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.